Event description:
The following information was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment for a thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctagac). The patient had a history of prior ascending aortic replacement with a surgical graft. The ctagac was deployed within a pre-existing open stent graft (frozenix). Post-deployment touch-up was performed using a gore® tri-lobe balloon catheter. On an unknown date in 2026, postoperative computed tomography (CT) imaging demonstrated findings suggestive of damage to the open stent graft. The suspected site of damage was located at the region overlapping with the proximal end of the ctagac, and an endoleak originating from this area was also suspected. On (B)(6), 2026, a reintervention was performed. Two additional stent grafts were deployed at the proximal side, covering the anastomotic site of the surgical graft. Physician¿s comment the ctagac was deployed at the same level as the proximal end of the open stent graft. It is possible that the balloon touch-up performed after deployment was excessive, which may have resulted in damage to the implanted open stent graft.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.